Manufacturer narrative:
The investigation was just started. The result will be forwarded once the investigation is completed.

Event description:
It was reported that the device failed during therapy. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.